Event description:
The patient was initially implanted with an ovation prime main body and (2) two ovation prime iliac limbs to treat an abdominal aortic aneurysm (aaa). Approximately (5) five years after the post-initial procedure, an endoleak (indeterminate origin) was identified. The physician brought the patient in for an angiogram on (B)(6) 2021 but upon angiogram imagining no 1a, 3a, or type 2 endoleak was found. The patient was reported to be doing fine and is currently being monitored. Additional information: internal clinical evaluation shows reasonable evidence to suggest left limb occlusion with lower leg ischemia and an additional endovascular procedure immediately post operatively following pressure held at the procedure site.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak was found to be a type 2 endoleak of the lumbar artery. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest left limb occlusion with lower leg ischemia and an additional endovascular procedure immediately post operatively following pressure held at the procedure site. The holding of pressure in a noted severely diseased vessel could have contributed to the ischemic event. Perfusion to the limb did not occur until the diseased femoral artery was treated. The most likely causation for the type 2 endoleak is anatomy related. The final patient status was discharged in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. G4: date received by manufacturer has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak was found to be a type 2 endoleak of the lumbar artery. This is not consistent with the reported adverse event/incident. The most likely causation for the type 2 endoleak is anatomy related. The clinical evaluation also shows reasonable evidence to suggest left limb occlusion with lower leg ischemia and an additional endovascular procedure immediately post operatively following pressure held at the procedure site. The holding of pressure in a noted severely diseased vessel could have contributed to the ischemic event. Procedure-related harms of the event could not be determined with the medical records available for review. The final patient status was discharged in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially implanted with an ovation prime main body and (2) two ovation prime iliac limbs to treat an abdominal aortic aneurysm (aaa). Approximately (5) five years after the post-initial procedure, an endoleak (indeterminate origin) was identified. The physician brought the patient in for an angiogram on (B)(6) 2021 but upon angiogram imagining no 1a, 3a, or type 2 endoleak was found. The patient was reported to be doing fine and is currently being monitored. Additional information: internal clinical evaluation shows reasonable evidence to suggest left limb occlusion with lower leg ischemia and an additional endovascular procedure immediately post operatively following pressure held at the procedure site. The clinical assessment also determined there was an additional endovascular procedure done (multiple sac coiling) for the type 2 endoleak.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation prime main body and (2) two ovation prime iliac limbs to treat an abdominal aortic aneurysm (aaa). Approximately (5) five years after the post-initial procedure, an endoleak (indeterminate origin) was identified. The physician brought the patient in for an angiogram on (B)(6) 2021 but upon angiogram imagining no 1a, 3a, or type 2 endoleak was found. The patient was reported to be doing fine and is currently being monitored.